Event description:
Customer reporting false negative sars result on newly symptomatic patient. Customer communicated that the sample was recollected the next day and tested two times on an additional molecular method with the first result generating as a presumptive positive (no n2 target detected) and the repeat test generating a positive result (CT 34.1).

Manufacturer narrative:
Investigation summary: review of the data shows the sample to be around the limit of detection (lod) of both tests. Sample was collected a day after initial test so viral load could be greater in sample taken next day. Newly collected sample was not run on initial method for comparison. Root cause: sample near limit of detection of assay; source: email.